Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital due to an unknown reason. Upon device interrogation, multiple episodes of non-sustained ventricular oversensing were noted. Reviewing these episodes revealed that there was no noise, there were instances where ventricular lead exhibited loss of capture. The device was reprogrammed to higher output. The patient was in stable condition and was asymptomatic to the event and would continue to be monitored.